Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer stated that he had pulled to the side of the road, and the highway patrol had to break the car window in order to pull the customer out. The customer stated that he had eaten a burger four hours prior to the incident. The customer's blood glucose was 27 mg/dl when he was at the side of the road and 89 mg/dl at the time of admission to the hospital. Troubleshooting was done. The customer stated that he was unaware of what may have caused the low blood glucose levels. Advised to monitor the insulin pump and call back if the issues persisted. Advised to talk to healthcare provider regarding low blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.